Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 389 mg/dl and current blood glucose is 459 mg/dl. Customer stated that she was off her pump for about 2 weeks and started using it again from yesterday when she received her emergency supplies from her distributor, however, she observed that when she started her pump, her blood glucose have been going high and that every time she does her blood glucose check with her meter, it does not send the readings to her pump automatically. The customer started giving herself 30 units of bolus insulin and then the blood glucose went down to 210 mg/dl. The insulin pump will not be returned for analysis.